Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. All devices are visually inspected and a sampling of the finished devices are destructively tested to verify the functionality of the device. The patient was reported to have peripheral vascular disease and a moderately calcified common femoral artery. These anatomical conditions may have contributed to the reported loss of arterial access. The instructions for use, under special patient population indicates that the safety and effectiveness of the starclose device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. With respect to user technique, incomplete stroke of plunger, applying excessive tension against the locator wings, or inadequate nick and spread incision may result in loss of arterial access; however, no information regarding user technique was provided. A review of the finished device lot history record revealed no nonconforming material records for this lot that could have contributed to this report. A query of the complaint handling database was performed and found no other incidents for loss of arterial access. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported loss of arterial access could not be determined.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted after an interventional procedure using a starclose se device. A 6f procedural sheath was used. Reportedly, when retracting the device, after the locator wings were deployed but before the clip was fired, the device came out of the artery. Manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.